Event description:
The pt experienced sub-acute thrombosis three days after the procedure. He was treated, released and returned four days later with total occlusion. After cypher stent placed in circumflex artery successfully, the pt was compliant with anti-platelet regime post procedure and discharged. Three days later, the pt returned with sub-acute occlusion, was treated and released. Four days later, the pt returned again with total occlusion, and it was found at time of first occlusion that the pt appeared resistant to plavix.

Manufacturer narrative:
This product is not available for testing and evaluation. Add'l info has been requested and will be submitted within 30 days upon receipt.